Event description:
It was observed that during the device evaluation, the rigid video telescope had the cover glass of the insertion section scratched, and the laser light cable plug on the video cable section contained foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, it is likely that the scratched cover glass in the insertion section was caused by component failure. However, the root cause of the foreign material on the laser light cable plug could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.